Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed two days prior (patient age, gender and weight are unknown). According to the complainant, the coating stripped away from the wire. Procedure successfully completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed a torn sheath between the lengths of 103.5-114cm. The evaluator noted exposed corewire in the sections that had the coating stripped away. A dimensional analysis of the corewire o.d. Was conducted and found the measurements to fall within the device specifications. The cause of the reported malfunction is undetermined.